Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failure is a cause traced to the user. A device history record review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable and a failed water-tightness. There was no patient involvement.